Manufacturer narrative:
Hologic technical support (ts) followed up with customer who noted the operator who prepared the samples was covid-positive. As a precaution, ts advised customer to perform monthly maintenance on the panther instrument and clean the lab benches and touchpoints. Customer understood and confirmed that after decontaminating the instrument, controls and negative samples had usual rlu values. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported an increase in positive sars-cov-2 tma samples run on panther instrument sn (B)(4). Customer retested the samples in question, and they resulted negative. Customer did not upload logs, worklists, or sample ids for review. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.